Event description:
I have been using byte aligners since 2022 with barely any improvement. I have had three full treatment "start overs" due to aligner fit and have had to do new moldings three times. For example: during my second round the first 12 weeks were great. Week 13 was like the aligner belonged to someone else. It was nowhere near the correct fit. I've made numerous complaints that the aligners aggravate and trigger tmj issues and pain for which I am currently getting physical therapy. The aligners have greatly increased frequency of migraines; especially after using them overnight. My bite is completely off. My upper front teeth no longer line up with bottom. I now have an overbite which I did not have prior to using the aligners. During my first round the bottom aligner pulled my bridge out. I have pictures and all the emails with my complaints to byte over the past two years. I was made aware the FDA was investigating byte and I wanted to make you aware of the issues/problem as I have and continue to experience. Thank you. I've been experiencing intermittent ringing in my ears caused by more frequent tmj pain and tightness. I was referred to physical therapy which I am currently participating in. Reference reports: mw5162422, mw5162423.